Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The physician encountered difficulty placing this lead. Upon initial placement the lead did not return satisfactory sensing and threshold measurements. The physician retracted the helix and repositioned the lead but was unable to re-extend the helix despite the reaching the recommended maximum number of turns per labeling. The lead was extracted and an alternate lead implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis was not able to confirm the reported clinical observations of threshold and sensing issues or placement difficulty.